Event description:
Healthcare professional reported after injection with unspecified juvederm patient developed "swelling and inflammation of the cheek." Patient was treated with antibiotics and cortisone with no improvement.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.